Manufacturer narrative:
(B)(4). The insulin pump was received with blank-flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to flashing white lcd. Unable to verify pump error (power error detected) due to flashing white lcd. The pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and stained serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed power system error. The customer¿s blood glucose level was 7.2 mmol/l at the time of the incident. The customer was at school waiting for her son when the error message prompted. Customer is using a pump with software version 2.6. The customer is no longer using the pump and has connected to an old pump. Advised the insulin pump will be replaced.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.